Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a total knee surgical procedure on unknown date and suture was used. Following the surgery, the patient experienced a wound dehiscence and suture was removed. Additional information has been requested.

Manufacturer narrative:
Explanted tissue was submitted for evaluation, but no evidence of a suture was present.